Event description:
It was reported that the patient presented during clinical follow-up. Through fluoroscopy, it was noted that the right ventricular lead had externalized conductor. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.